Event description:
It was reported that approximately 5 days post implant the patient experienced pericardial effusion. It was noted that the physicians were concerned that this was caused by perforation from one or both leads. It was also noted that the rv lead exhibited chronically low r waves. Both the ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.